Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing a transducer fault alarm. At this time, there is no information regarding patient involvement associated with the reported event.